Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was trying to contact the help line but was unable too. The customer was reported to be reaching out to the help line for no delivery issues, and high blood glucose levels. The customer's blood glucose level was reported to be 600mg/dl. The customer was called, but no answer. A detailed phone message was left for the customer.